Event description:
It was reported that the patient had broken batteries and he brought one to the clinic. Two of the terminal connections on the battery were corroded. There were other batteries that did not charge properly which the patient did not return. A new box of batteries was given to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 14v li-ion battery (serial number: (B)(6) having corroded contact pins and being unable to charge was not confirmed. The battery was not returned for analysis, and no photos were submitted for review. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records (DHR) reside with the original equipment manufacturer (OEM). However, the battery was observed to have passed all initial inspection testing per the specifications. The heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to properly store, maintain, and clean all heartmate equipment, including the 14v li-ion batteries. The heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the universal battery charger to charge and calibrate the 14v li-ion batteries. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.